Event description:
The warehouse staff found some products damaged when inspecting items from shipment. One item had a damaged ampoule and leakage. The outer item was polluted due to the ampoule leakage.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.